Event description:
The pump alarms for error during ongoing infusion to patient. This complaint is related to an error 35. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was reviewed and one error 35 is recorded, therefore history log data confirms event described in complaint. Device was received for investigation at fv. Complaint investigation was performed by our investigators. During the visual check, nothing has been observed. The investigator has programmed the device with the same timing/ rates/ actions than at the customer and error 35 has been triggered. Therefore, the reported issue has been reproduced. It was found that in a particular configuration where the flowrate is slightly changed during infusion, the technical error 35 can randomly be triggered.the occurrence is very low. As a final conclusion, the problem is probably due to a software dysfunction. Therefore, the reported event is confirmed and is linked to a product failure. An internal review has been created to perform further analysis. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk.